Manufacturer narrative:
D10: 02-012-48-4009 - logic cr tib insert slope+, sz 4, 9mm: sn# (B)(6). 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t:sn# (B)(6). 02-010-04-0340 - logic cr femoral por, right, sz 4: sn# (B)(6). H10: multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-01446, 1038671-2026-00368. The revision reported was likely the result of femoral loosening and prosthesis wear of the tibial insert and patella component. The wear may have been due to a combination of third body wear, positioning of the components, and/or patient related conditions. The reported loosening may have been due to an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the femoral component. However, this cannot be confirmed because the components were not returned for evaluation and radiographs were not provided. It is unclear if the reported loosening may have contributed to the wear or if the wear may have contributed to the reported loosening. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total replacement on the right side. Subsequently, the patient experienced femoral loosening secondary to tibial and patella polyethylene wear. As a result, approximately four years eight months post-surgery, the patient underwent a revision. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available. This is report 3 of 3 for this event/patient.